Event description:
Patient was revised to address loosening of the femoral component. It is not known if the implant was cemented or porous-coated

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records were provided. Review of the supplied medical records confirmed loosening of the femoral component. The investigation could not draw any conclusions about the root cause of the device loosening; however, the patient is morbidly obese. IFU's caution surgeons regarding use in obese patients. Obesity is known to impose severe loading on the affected extremity placing the patient at a high risk of early failure of the prosthesis. Based on then inability to identify the root cause or product contribution as a contributing factor, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint has been updated because additional information has been received from the sales rep, including part/lot for the loose femoral component, and the fact that it was a cemented implant. The cement used at the time of original implantation was identified as being depuy product, and part/lot info for it was also provided. The loosening interface remains unknown.